Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system recently delivered inappropriate anti-tachycardia pacing (atp) and began charging for a shock, despite the presence of intrinsic right ventricular (rv) beats. Boston scientific technical services (ts) was contacted, and it was discussed that the patient had a stable atrial tachycardia with evidence of far-field over-sensing, which could be mitigated by raising the rv sensitivity. The physician subsequently reprogrammed the device to resolve the event, and no adverse patient effects were reported. At this time, the crt-d remains implanted and in-service.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system recently delivered inappropriate anti-tachycardia pacing (atp) and began charging for a shock, despite the presence of intrinsic right ventricular (rv) beats. Boston scientific technical services (ts) was contacted, and it was discussed that the patient had a stable atrial tachycardia with evidence of far-field over-sensing, which could be mitigated by raising the rv sensitivity. The physician subsequently reprogrammed the device to resolve the event, and no adverse patient effects were reported. At this time, the crt-d remains implanted and in-service.